Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient had loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 17726372 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced. The patient was doing well postoperatively.